Event description:
It was reported that the device was being used in an inservice and it was not activating the generator and the generator was giving an error six. There was no pt consequence.

Manufacturer narrative:
Info is unavailable; device was not returned for evaluation.